Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose as well as the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 400 mg/dl and the sensor glucose was 56 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer treated with insulin pump for high blood glucose. Customer also specified other relevant blood glucose value was 300 mg/dl and 344 mg/dl. The sensor will be returned for analysis. The insulin pump will not return for the analysis.